Manufacturer narrative:
A getinge authorized local field service engineer (fse) was dispatched to investigate. After the unit pumped for approximately two hours, the unit successfully auto filled. However, after the unit pumped for two hours and completed the second auto fill, the unit stopped pumped and the "augmentation below set limit" messaged alarmed. The balloon pump was connected to the trainer and was in auto mode. The engineer resolved the issue by replacing the vacuum inlet filter and filter pressure reservoir. The fse also replaced the battery pack li-ion. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) stopped pumping after approximately 3-4 hours of pumping. It was also reported that the end user switched to another maquet iabp unit to perform therapy. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Analysis of production: (3331) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period (may 2019 through apr 2021) was reviewed. There were no triggers identified for the review period.